Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in (B)(6) 2013, the ventricular lead exhibited noise resulting in pacing inhibition. On (B)(6) 2013 noise was observed again. The lead was capped and replaced on (B)(6) 2013.